Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized due to high blood glucose and ketoacidosis. The father suspects that there is something wrong with the insulin pump. The caller stated that the device does not alarm no delivery, and the insulin does not go through the tubing. It was stated that the customer had changed the infusion set, insulin, and batteries several times. The customer attempted once again since the hospital visit, but she woke up with high blood glucose. The high pressure was not performed as customer did not have a tubing clamp available at the time. No further information was provided.